Manufacturer narrative:
Received 1 used foley catheter still attached to the urinary drainage bag only. Upon visual inspection there was no evidence of a failure found that would cause or contribute to the reported event. A functional evaluation was performed: inflated balloon with 10cc's of water and administered flow rate testing. While the balloon was inflated, the flow rate was 220cc/min. The internal flow rate specification for this product requires a minimum flow rate of 150cc/min, as a result the sample was found to be within the internal specification. The catheter was dissected and nothing was found that would cause or contribute to the reported event. The complaint was unconfirmed as the device met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: do not aspirate urine through drainage funnel wall." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was poor urine output from a foley catheter. The foley catheter was draining, however, it is alleged that the patient never felt that the bladder was completely emptied. The foley catheter was removed when there was 600cc of urine in the bag. An hour later the patient was straight cathed and 1200cc of urine was obtained.